Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate this unit. The repair is in process and parts have been ordered. A supplemental report will be submitted upon completion of our investigation. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
It was reported that during an installation the cardiosave intra-aortic balloon pump (iabp) failed the all manifolds test. There was no patient involvement, and no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: e1 (event site postal code: (B)(6) event site telephone: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate unit and found that the device had an out of box failure of battery and the device failed the pim portion of the all manifolds test. To fix this issue fse replaced faulty batteries as well as faulty safety disk. Full pm, calibration, safety, and functionality checks were completed per the service manual. All checks passed factory specifications. Device is functioning in accordance with factory specifications at this time and is cleared for clinical use.